Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which fluid loss was noted, however, the location could not be determined. The patient did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided.